Event description:
A report was received from the affiliate indicating that two days after the pt was implanted with three cypher stents, the pt complained of chest pain while in the hosp. A coronary angiogram (cag) was conducted and thrombus was observed from the proximal to inside of the cypher stents implanted and the lad. To treat the thrombus, initially thrombolytic agent was administered (pamiteplase: 2,500,000unit) and iabp was inserted. And then poba was conducted and aspiration was conducted. As of 2008, the pt is still in the hosp and his condition was stable. Physician's comment: the probable cause of the thrombotic event was because the pt did not take anti-platelet therapy medication on the pt's own decision when the anti-platelet therapy was exchanged on ten days earlier.

Manufacturer narrative:
On (2008), an elective procedure was performed to treat a lesion at the proximal to mid left anterior descending (lad). The lesion was a denovo and diffused lesion. Lesion classification was type c. The lesion length was approx. 45mm and vessel diameter was 3.25mm. Pre-dilation was not conducted. The first 3.0x18mm cypher stent was deployed distally at 16 atm for 30seconds. A second 3.0x23mm cypher stent was deployed at 16 atm for 30seconds proximal to the 1st cypher overlapping it. A third 3.0x13mm cypher stent was deployed at 16 atms for 30 seconds proximal to the 2nd cypher overlapping it. The three stents were overlapping each other. Post-dilatation was conducted using a 3.25x20mm balloon at 20atm, but inflation time was unknown. Ivus was conducted. The residual % of stenosis was 0%. Timi flow pre and post procedure was iii, respectively. This is one of three products being reported for the same event. Please reference manufacturing reports #: 9616099-2008-01738 and 9616099-2008-01739. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.